Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had a history of claudication. Physician was attempting to treat a lesion in the right distal sfa using in.pact admiral. The lesion exhibited 80-90% stenosis and some calcification and plaque. The vessel is moderately tortuous with vessel diameter of 6mm. It was reported that physician encountered difficulty removing device/balloon following balloon inflation. The sheath was placed in a retrograde fashion and then directed antegrade to work ipsilaterally. With the acute angle of the sheath balloon removal became too difficult. The device passed through a previously deployed stent. Balloon and sheath were removed as one. There was no injury or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was received broken in 2 parts at 83cm of the working length. The distal part was inserted and stuck in the sheath used during procedure. The shaft was found stretched near point of fracture. A visual and tactile inspections were performed on the device: the distal part of the catheter was stuck in the sheath and it was possible to extract it only after flushing and applying considerable force. The clotted blood contributed to the device blockage inside the sheath. The 2 parts were measured and, as result of the stretch, the working length was 4 cm longer than 130cm. Also the balloon proximal welding showed evidence of stretching. No evidence of leak were detected. Due to the stretched area and clotted blood inside, it was not possible to insert the 0,035¿¿ guide wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.